Event description:
The customer passed away. It was stated that the customer died in 2002 at home, and was found at the computer in their chair slumped over the next day. The medical examiner stated that the death was related to diabetes, and no other information was given. Also it was thought that the pump was worn at the time of death.